Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "appears that the iab has not been inflating and delivering helium to the iab for about 2 hours. No augmentation noted on arterial pressure waveform. The bpw appears not to be delivering any helium to the balloon." No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2024-00819.

Event description:
It was reported "appears that the iab has not been inflating and delivering helium to the iab for about 2 hours. No augmentation noted on arterial pressure waveform. The bpw appears not to be delivering any helium to the balloon." No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2024-00819.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos were reviewed. The photo shows the ac3 pump display screen with alarm history including multiple "no ECG signal available alarms and an "ECG lead fault (rl or all) alarm. The other photo shows the ac3 pump display screen with abnormal balloon pressure waveforms, which is consistent with the incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab has not been inflating" is confirmed based on the customer provided picture with the complaint report. The photo shows the abnormal balloon pressure waveforms, which is consistent with the incomplete iabc bladder inflation. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4). The section d.4 UDI number has been updated to (B)(4).

Event description:
It was reported "appears that the iab has not been inflating and delivering helium to the iab for about 2 hours. No augmentation noted on arterial pressure waveform. The bpw appears not to be delivering any helium to the balloon." No patient injury or consequence reported. The patient's current condition is reported as "critical". Associated MDR#: 3010532612-2024-00819.